Event description:
Test for blood sugar daily. Using same drop of blood test with "freestyle lite" meter and strips and with "onetouch ultra mini" meter and strips. Over a period of at least two years results have varied significantly: "freestyle" averages 130 mg/dl, "onetouch" averages 165 mg/dl. Blood tests by hosp lab, at frequent intervals, tends to high side between above results or greater than "one touch." Both meters and strips are checked using MFR's test solution and read within MFR's spec i.e test ok! Clearly, one or both devices read incorrectly or the hosp blood testing is inaccurate. Knowing one's correct blood sugar level is purely a matter of expensive chance. (B)(6) ("freestyle lite" MFR) won the contrast with my health care supplier, scan, presumably by being low bidder, so I am forced into using them as a supplier or pay the exorbitant prices charged for non plan purchases. Customer care at (B)(6) state that their machines test accurately and within spec. The same is true for "onetouch" however, if the same drop of blood yields two completely different values the mfg specs need to be changed to one wherein any meter has to read the same value for a given specimen of blood. Allowing different manufactures to have different readings to suit their profit margin is at least lousy practice and at most criminal. I assume the FDA is the governing body so perhaps you should revise your criteria in favour of the users of the product and not the MFR. Your comments would be appreciated. Continued advertising by mfrs is clearly misleading, and thereby illegal, and should be prohibited unless lab testing can prove their claims to give accurate results as to the actual blood sugar level in a standard sample of blood used by all mfrs.